Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) turned off; batteries were not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the power supply which corrected battery charging and shutoff issues. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) turned off; batteries were not charging. There was no patient involvement, and no adverse event reported.